Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system removal, a few years ago, due to infection. The system was not replaced and the patient is doing fine. There were no additional adverse patient effects reported.